Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the conductor coils were deformed, dried blood/body fluid was noted in the lumen and the lead tip was bent. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The device did not pass the guidewire test due to the presence of blood/body fluid. The lead was found to be electronically within specification. Laboratory analysis did not confirm the clinical observation.

Event description:
Boston scientific received information that this implantable left ventricular (lv) pacing lead had dislodged one day post implant. A revision procedure was performed. This lv lead was explanted and a replacement lv lead was successfully implanted without incident. No additional patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.